Manufacturer narrative:
The 380 mm k-wire was returned within the laterjet glenoid drill. The distal end of the k-wire was bent and stuck within the drill tip. The bent wire indicates that the drilling was likely off axis, which could cause the weld which connects the drill tip to the shaft to fail. The product code and lot number of the k-wire are unknown, which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: unknown. The product code of the device is unknown. See associated medwatch: 1221934-2017-10159.

Event description:
The sales rep reported via phone that the customer's latarjet glenoid drill broke in the patient where it gets thin at the proximal end of the tip during a latarjet procedure. All debris was removed from the patient and another drill bit was used to complete the case. There were no patient consequences but a 7-10 minute delay was reported. The sales rep could not provide a lot number. It was initially reported that the device was not available for evaluation; however, the device was returned for evaluation. Upon receipt of the device, a k-wire was noted to be stuck inside the glenoid drill.